Event description:
On (B)(6) 2025, it was reported to a veryan sales rep that during a procedure, while using a 6x150 mm biomimics 3d stent, the vessel into which the stent was inserted had a strong calcification. After the stent was released, it broke. The patient was transferred to another department to have the stent surgically removed. It was reported that the patient required a prolonged episode of care and prolonged surgery.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available, a supplemental/follow-up report will be submitted.

Manufacturer narrative:
Complaint complete and event remains reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on the review of the angiographic images in this case, is understood that the physician elected to go subintimal, forming a subintimal lumen in the mid sfa. The choice to use subintimal recanalization is at the discretion of the physician. Based on the images, it is understood that the subintimal lumen created by the physician appears narrow in comparison to the vessel lumen. Therefore, the reduced lumen size likely contributed to the increased deployment force seen in this case. A reduced lumen size would create increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Additionally, the calcification and occlusion seen within the sfa also likely contributed to the increased deployment force in this case. Based on this information, the investigation concludes that the reduced lumen size and difficult anatomical conditions is the root cause of the resistance noted during deployment, which in turn resulted in delivery system damage and partial deployment. Therefore, this complaint is not related to a deficiency with the device. Ufmeca-1 version 19.0 line item #99-113 document the potential hazardous situations and effects of failure associated with increased friction in the presence of difficult anatomical conditions. Feedback in this case indicated that resistance was experienced upon initiation of deployment. It is important to note that the biomimics 3d stent IFU-1 version 4.0 indicates the following warning statement: "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent.". In this case, the physician continued their deployment attempt despite the noted resistance, which resulted in the release of a portion of stent crowns, as well as the elongation of the outer braid. Therefore, the investigation understands that during this deployment attempt the physician did not adhere to the instructions outlined in the IFU. Based on the angiographic image review it appears that during the procedure the physician deployed a stent distally to a previously deployed stent on two occasions. It is unknown at what point during the procedure the failed complaint deployment occurred, so it is unknown whether this was a contributing factor to the complaint. But it should be noted that in the biomimics 3d stent IFU-1 version 3.0 section 5.2 indicates the following warning statement: "if multiple stents are used, deliver the most distal stent first to minimize the risk of stent dislodgement/damage or unsuccessful delivery to target site.", "caution should be used when crossing the deployed stent with any adjunctive devices.". Veryan risk documentation ufmeca-1 version 19.0 line items #210-216 also documents the potential hazardous situations when stents are overlapped outside of the indications for use.